Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device not returned. Eval summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during colon resection procedure, when the surgeon fired the device, the staples were malformed. The case was completed with another device. There was no pt consequence reported. No add'l info was provided. The device was discarded. The ees sales rep has tried multiple times to have a conversation with the surgeon, but has been unsuccessful.